Manufacturer narrative:
Date sent to FDA: 6/30/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent hernia repair procedure on (B)(6) 6/2012 and mesh was implanted. It was reported that the patient had a recurrent hernia repair on (B)(6) 2015 and mesh was implanted. It was reported that the patient experienced fibroid uterus and multiple adhesion. Other procedure is capture in a separate file. No additional information was provided.